Manufacturer narrative:
E1: patient city - (B)(6). Patient country - australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced hypoglycemia on (B)(6) 2026. The blood glucose level was low and the patient was treated it with sweets and fruits. No further information available.